Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw disassembled during a redundant attempt to final tighten a plug into the screw head. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). Additional information: the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a pedicle screw disassembled during a redundant attempt to final tighten a plug into the screw head. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts.